Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced low blood glucose with a reading of 59 mg/dl. The user treated with fast acting carbs and glucose values returned to range. No medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.